Event description:
Doctor reported that over a time frame of testing 50 to 70 pts, he has had 2 pts experience a 5-7 mm diameter area of redness that eventually blistered and ulcerated when conducting qsart (quantitative sudomotor axon reflex test). The electrode from natus are used as reference electrodes.

Manufacturer narrative:
Biocompatibility testing has been conducted and passed sensitivity tests per the iso 10993 standard. There have been no material, process or chemical changes when manufacturing this product.